Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0175694. Medical device expiration date: 2021-03-31. Device manufacture date: 2020-06-23. Medical device lot #: 0240233. Medical device expiration date: 2021-05-31. Device manufacture date: 2020-08-27. Medical device lot #: 0308003. Medical device expiration date: 2021-07-31. Device manufacture date: 2020-11-03. Medical device lot #: 0356145. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-12-21. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd vacutainer® 9nc 0.129m plus blood collection tubes overfilled. The following information was provided by the initial reporter: "the vacuum system does not seem to work well, since it does not stop at the mark as it did before and as other tubes of yours do, such as those of edta, but they are filled with blood up to the stopper, which causes that when we centrifuge them the plasma also this past of the mark and we believe that this is what is causing us that the values of the tp are lower than normal I leave you here the list of all the batches that we have tested and I attach a photo of a centrifuged citrate tube and another without centrifugation so that you can see what I mean. Citrate tubes ((B)(4)): ¿ lot 0175694 ¿ lot 0240233 ¿ lot 0308003 ¿ lot 0356145 we look forward to your response as soon as possible."